Event description:
Prothrombin time results converted to international normalized ratio (inr) were observed to be unusually high for warfarin treated pts who had been followed in the clinic for 8-9 months.